Event description:
On june 22, 1999 a dentist called and reported hypersensitivity reactions after having treated some patients (exact number not known) with espe's bonding agent ebs-multi in conjunction with espe's dental luting cement sono-cem. One or two patients required root treatment. This report is on ebs-multi, the corresponding report 9611385-1999-00008 is on sono-cem.